Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown plate/unknown lot number. Unknown when original implant date & explant date took place. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a plate broke post-operatively after bone healing. Since this happened after the bone had healed there was no harm to the patient. The surgeon removed the plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was attempted: unknown article and lot number combination for depuy synthes (B)(4) systems. The lot number cannot be identified and a device history record review therefore cannot be completed. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: august 26, 2013. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) manufacturing investigation evaluation: the complainant part was returned in an unoriginal packaging. The reference numbers etched match with complaint references. The plate is broken in two (2) pieces. The returned plate was re-inspected for all the features pertinent to the complaint condition. Considering that all relevant measurable product features met specifications with no visual defects manufacturing-related identified, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Therefore, the complaint is disposed as confirmed due to evidence that plate is broken. However, it is considered not valid for (B)(4) because there is no evidence of issues manufacturing related. Corrected data: occupation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.